Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined the manufacturer internal reference number is: (B)(4).

Event description:
A retrospective clinical trial study reported that the consumer experienced corneal edema secondary to contact lens and corneal ulcer in the right eye, related to contact lens overwear. The consumer was prescribed with moxifloxacin hydrochloride ophthalmic drops every two hours for three days. The current status of the consumer's eye is resolved. No additional information could be obtained.